Event description:
Due to oversensing and inappropriate shocks, the lead was explanted and replaced.

Manufacturer narrative:
The lead was cut at approximately 17.0cm from the is-1 connector and both parts returned. Analysis found external and internal insulation abrasion at 30.2cm - 30.5cm from the distal end. One sensing cable was visible, but the etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.